Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 590 mg/dl during time of incident. The customer treated with a shot. The customer stated that he had issues with kinked cannulas. The customer stated that he has not been using his sensors because it sweats off. The customer was advised to return the infusion set.